Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after eating at a restaurant, with self-reported peak glucose around 300 mg/dl, followed by a rapid decline in glucose values on cgm and fingerstick; the user introduced small amounts of carbohydrate due to concern for further decline and performed sensor calibrations when cgm and fingerstick values differed. Symptoms included not feeling well, without loss of consciousness or other acute complications. Outcomes included stabilization of glucose within range during the calls, no use of back-up therapy beyond oral carbohydrate, and no medical intervention or outside assistance. Investigation included troubleshooting and education on monitoring trends, avoiding overcorrection, and calibrating the sensor when discrepancies occur. Investigation of this case revealed no device alarms and no device malfunction reported, with glucose variability temporally associated with a larger-than-usual meal and subsequent corrective carbohydrate intake; sensor accuracy improved after recalibration. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.